Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the implantable pulse generator (ipg) reset. It was noted that the patient had "twitching's" and had received a computerized tomography (CT) scan. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.